Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 343 mg/dl. Customer reported removing their infusion set and finding that the infusion set cannula was bent. Customer also reported a previous bent infusion set cannula that resulted in her having a blood glucose level of over 500 mg/dl. Customer was able to troubleshoot the bent infusion set cannula during the call. Customer declined troubleshooting for the high blood glucose level as they believed it was attributable to the bent infusion set cannula. The infusion set is expected to be returned.